Manufacturer narrative:
It is reported that the device sample is available for evaluation. The device sample was not returned, for evaluation, at the time of this report. A follow up report will be sent when investigation is completed.

Event description:
The event was reported as: during abdominal endoscopic surgery, when the surgeon used the applier, the clip failed to close on the inner vessel of the gall bladder. The surgeon used a new clip to perform the surgery. No reported injury.